Event description:
Customer reported their freestyle meter was turning on with the button but not upon strip insertion. Customer reported that because the meter was not working properly they experienced weakness, fatigue and a loss of consciousness. Customer reported being diagnosed with severe hypoglycemia and receiving an IV solution of unspecified composition at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A final report will be filed when investigation results are available.